Event description:
A report was received that following the trial procedure, the patient was experiencing excruciating pain in her left leg and calf. The trial leads were removed and the patient was taken to have multiple tests run. The patient was reportedly doing well following the procedure.